Event description:
It was reported that the asymptomatic patient presented in-clinic having received a patient notification. Oversensing due to noise, variable lead impedance and variable sense amplitude were noted. Clavicular crush was indicated. The lead was explanted and replaced. Patient was in stable condition during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: insulation damage was noted at 32.0-34.5cm from the distal end consistent with clavicle crush damage. The svc conductor insulation was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of low lead impedance, noise, and oversensing.